Manufacturer narrative:
Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye as the patient did not tolerate halos and glare. It was noted that there was no incision enlargement, no vitrectomy, and no sutures done. It was replaced with a dcb00, 22.0 diopter power size iol. There was no patient post-op injury. The patient outcome was not provided. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 23, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half. The lens was cleaned, presenting with no issues that would have caused or contributed to the complaint event. The complaint issue "halo vision", "glare", and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order was performed in the system. The search revealed the following: one complaint folder completed. Although the complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on complaint history records results, no further actions are required. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.